Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was 140mg/dl at the time of call. Trouble shooting was performed and found the top of the reservoir compartment had a crack and the plastic was missing. Customer did not recall how the damaged occurred. The insulin pump no longer holds the reservoir in place and customer has to use tape to hold it in. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.